Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unable to get insulin through the tubing during prime and the insulin pump alarmed motor error alarm and no delivery. The blood glucose at the time of the incident was 112 mg/dl. The customer stated he disconnected the infusion set and reservoir and noticed that the needle on the tubing connector had broken. Troubleshooting was not performed. The device will not be returned for analysis.